Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-02694 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during an endoscopic variceal band ligation (evl) performed on (B)(6), 2010. According to the complainant, during the procedure, with the first speedband device (3005099803-2010-02695), they attempted two times to deploy a band however the bands did not deploy. A third attempt to deploy was made successfully. They made a fourth attempt to deploy a band however, a band did not deploy. The device was removed from the patient and a second speed band device was used (3005099803-2010-02694). They attempted to deploy another band and the bands would not release correctly. The procedure was ended. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been completed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-02694 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during an endoscopic variceal band ligation (evl) performed on (B)(6), 2010. According to the complainant, during the procedure, with the first speedband device (3005099803-2010-02695), they attempted two times to deploy a band however the bands did not deploy. A third attempt to deploy was made successfully. They made a fourth attempt to deploy a band however, a band did not deploy. The device was removed from the patient and a second speed band device was used (3005099803-2010-02694). They attempted to deploy another band and the bands would not release correctly. The procedure was ended. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the trip wire was not properly cinched into the handle slot; however, there was deformation found on the handle slot to indicate the trip wire was once secure. There were kinks found on the trip wire, and the wire was wound around the drum, indicating the handle had been turned to deploy the bands. The deployment thread with seven knots was intact and attached to the distal end of the trip wire. Functionally, the handle knob was able to be turned to take up slacks and there was an audible click heard at each complete turn. The ligator head was returned with no bands and there was no damage to the teeth. The problem could not be confirmed. The device was found to be properly assembled and did not have any visible damage. In addition, the handle knob was able to turn with an audible "click" produced at each complete turn. A review of the device history record (DHR) was performed; no anomalies were noted.